Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient¿s right ventricular lead was oversensing. The lead was capped and replaced on (B)(6) 2018. No further information available.

Event description:
New information received notes the oversensing issue was noted via remote monitoring. Insulation damage was suspected but no clear evidence was noted on fluoroscopy. Patient was stable before, during, and after the procedure.